Event description:
It was reported that during patient's visit the device was prematurely at eri. Review of the session records showed a drastic drop in battery voltage. Recommended to replace the device due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.